Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the right-side pod and emergency power off (epo) switch to ensure stuck button instances do not reoccur. Fse replaced the power switch, right-side armrest pod and e-stop switch on their site visit. The system was tested and verified as ready for use. The affected part involved with this complaint is a non-tracked items and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the site was again having recoverable fault, 31055. Prior to calling in, customer had tried to recover the fault, but issue was not resolved. The procedure was converted to a laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue started after anesthesia was administered and ports were placed. It faulted as soon as the first trocar was attached to cannula. Intuitive was called after the fault would not recover. Surgeon then decided to finish the case laparoscopically. There was no injury to the patient.